Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.